Event description:
This was a lead extraction case to remove one functional lead that had a potential threat due to externalized wires and threshold changes. The rv ICD lead (sjm riata 1581) was prepped with an lld-ez and a 16f glidelight was used to lase down the lead. As the catheter proceeded past the proximal coil and approached the innominate/svc junction, the patient's blood pressure began to drop. A sternotomy was performed, a tear in the innominate vein was discovered and repaired. The repair took 3 hours to complete. After the repair was made, belly distention and swelling were noted. The patient was thought to have a bowel perforation as a result of rescue measures. Further attempts were made to rescue the patient, however the patient went into cardiac arrest and died.